Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. The pads trim pattern was found to be within specifications and the energy connector did not present with any damages and had a good connection. No manufacturing issues were noted during the evaluation. A functional evaluation was completed via flow rate test. The pads were connected to the arctic sun machine model 2000 for 10 minutes. Water immediately started flowing to the pads without any problems. Left chest pad: a total of 0.73 l/min m2 flow rate was registered during the test, the pad was noted crushed. Left thigh pad: a total of 0 l/min m2 flow rate was registered during the test, the pad was noted crushed. Right chest pad: a total of 0.97 l/min m2 flow rate was registered during the test, the pad was noted crushed. Right thigh pad: a total of 3.98 l/min m2 flow rate was registered during the test. According to the test method the flow rate was unacceptable on the left chest pad, the left thigh pad and the right chest pad as the pads were crushed. The right thigh pad was found to be within specifications as the flow rate for this product must be above 2.4 l/min m2. The lot number is unknown therefore the device history record could not be reviewed. The complaint was confirmed as a manufacturing related issue. The instructions for use state the following: once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4) the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving low flow. The pads were replaced with a new set of pads.